Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket a6 and pocket b6 of drawer 2.2 were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 pocket a6 and drawer 2.2 pocket b6 had failed. A field service engineer (fse) manually released all pockets from main drawer 2.2, cleaned debris, broken tablets, and foil from the tray liners. The pharmacy technician recovered the pockets by selecting pocket not there and then selecting unload. The fse configured the cubie drawer to place the pockets in the drawer, and the pharmacy technician reloaded them using the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket a6 and pocket b6 of drawer 2.2 were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.